Event description:
It was reported that the patient presented during clinical follow-up. In clinic, it was noted that the implantable cardioverter defibrillator failed to provide low voltage output and cannot be interrogated. Premature battery depletion was suspected. The reported device was explanted and replaced on 20 jan 2023. The patient was in stable condition.

Manufacturer narrative:
The reported events of interrogation failure, loss of pacing, and premature battery depletion were confirmed. The device was received from the field with no communication and no pacing output. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Final analysis found that the reported events of interrogation failure and loss of pacing was caused by premature battery depletion consistent with a hybrid anomaly. No other anomalies were identified.